Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump didn¿t alarm for air in line" was not reproduced. The device was sent for air-in-line testing, and the device passed evaluation. The customer reported issue, "pump didn¿t alarm either for upstream occlusion," was not confirmed during evaluation. The device was sent for upstream occlusion testing, and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. During device inspection, evaluation observed that the pump was not recognizing an open door intermittently. The cause of the condition was the upper latch switch functioning intermittently. The upper latch switch required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had air in line and did not alarm for upstream occlusion during patient infusion in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.